Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device was in a power on reset condition (por). It was reported the patient experienced a return of symptoms for the week prior to report. The por condition was eventually cleared. Additional information has been requested, a follow-up report will be sent if additional information becomes available. Reference MFR report #3004209178201101661.